Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was replaced on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at minimum rate) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2018 it was reported that a pump alarm was heard and confirmed by telemetry. A critical alarm was occurring due to low battery reset occurred and reset occurred. The event date was (B)(6) 2018. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional who reported that the pump was replaced on (B)(6) 2018. The patient¿s weight was not assessed as the patient was in a wheelchair. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿pump battery ¿ high resistance¿. If information is provided in the future, a supplemental report will be issued.